Event description:
The customer reported device will not pressurize on the 3100 a device. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. "Results of investigation: vyaire field service representative went onsite to evaluate the device. Unit pass pre checks on arrival. Delta p was towards lower end of specification range, but in specification. Performed driver displacement indicator calibration. Improved delta p reading. Final checks/performance test pass. Unit operates to manufacturer specification. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.